Manufacturer narrative:
The device was received for evaluation with a minicap on the dark blue connector and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The unknown mini cap received with the complaint sample was used during leak testing. Split tubing (bushing) was identified during visual inspection. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was cracked. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.